Manufacturer narrative:
Device evaluation summary: the reported issue that the instrument had problems while doing quality controls only with white and gold cartridges was not verified during service. Visual inspection of the instrument was performed and no physical issues were observed. The reported issues could not be duplicated. During service, it was found that the heptrac level 3 test, set at 300 seconds, failed. The internal moving assemblies were cleaned and lubricated to resolve the heptrac issue. The instrument passed all functional tests without any issues or failures. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the quality control, this hms plus instrument had problems while doing quality controls only with white and gold cartridges. Two different cartridges were tested and they did not pass. Tests performed with orange and red cartridges were as expected and the activated clotting time (act) test also passed. The use of the instrument was unspecified. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that liquid controls were used for the white cartridges. The cartridge lot #: 230693744, control lot #: 226864816 and cartridge lot #230463115, control lot # 228511174 were used. Quality control is performed once a week for this instrument. There were three tests tried, control lot number and cartridge were changed, and neither worked. Cartridges were sent back for testing, and no more white cartridges were used on that machine. Control values were not obtained. The customer can not use the machine on patient requiring the white cartridges.